Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they were getting warm sensations inside of them when charging the implanted neurostimulator. Patient said the sensation felt like it was the implant inside but also said they couldn't tell if the sensation was coming from the recharger paddle or the skin. Patient also said they would get an error on the controller that said system problem rm03, which started about 2 weeks ago while the warmth started about 3 weeks ago. Patient mentioned they would shut controller off and reset, and usually after a couple times the issue would go away and let them charge some, but last night it took an hour and a half to charge because they kept getting the error code. Patient inspected recharging antenna and controller port, but did not see any damage. Patient denied any falls/trauma. Patient did mention the center section of the cord would click when searching for the device. The issue was not resolved. A replacement recharger (rtm) was sent out. Agent redirected to the patient's healthcare provider if they noticed the warm sensation persisted with replacement recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.